Event description:
It was reported that this cardiac resynchronization therapy pacemaker (crt-p) exhibited an alert message indicating that remote monitoring was disabled. Analysis of device data was requested. Technical services (ts) discussed that this was likely a false positive indicator related to a software update and that all other device functions remained available. Ts indicated that full telemetry could be restored via a software update, which was subsequently performed on the device. No adverse patient effects were reported. This crt-p remains in service.

Manufacturer narrative:
This product investigation is still in progress. This report will be updated when product investigation is complete.